Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implantation attempt, the svc electrode of the subject lead was damaged, while inserting the lead through an "anomalous and constricted subclavian vein". Reportedly, in order to insert a new lead, the subject lead needed to be cut. This new lead was subsequently implanted.